Manufacturer narrative:
1038671-2023-01321 report number. D10: 02-012-51-2009 - logic tib insert impl crc, sz 2, 9mm; 02-012-51-2009 - logic tib insert impl crc, sz 2, 9mm; 02-012-45-2030 - lgc tibial fit tray cem sz 2f / 3t; 02-010-03-0320 - logic cr femoral cem, right, sz 2. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-01321. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and instability or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."

Event description:
It was reported via legal documentation that a patient had an initial left right total knee arthroplasty and then approximately 6 years, 2 months later, they experienced a revision surgery. Patient presented with pain, instability this was worsening over time. Clinical examination imaging was consistent with possible symptomatic polyethylene wear. There was no evidence of purulence. There was a small effusion, there was white synovitis involving the knee which can be seen with poly wear. No loosening/instability of the femoral or tibial components. There was a small amount of osteolysis evident along the lateral margin of the femur. There was significant wear involving the anterior aspect of the patella. There was enough wear of the patella that it could potentially cause some particle disease. Patella component was revised. Sterile dressing was applied, and the patient was transferred to recovery instable condition. Patient will follow up with orthopedic clinic 2 weeks post op. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.